Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lumps and bumps on the back of the throat, swelling, droopy eyelids, headache and flu-like symptoms" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approximately two weeks after injection in the lips and nasolabial folds with juvederm ultra xc as well as concomitant injection of botox, the patient developed "lumps and bumps on the back of the throat," swelling to the forehead, "droopy eyelids," a headache, and "flu-like symptoms." Patient was treated with "cipro" by their primary care physician. Symptoms have resolved.